Event description:
Additional information gained through follow up indicated that there was no allegation and the lead was repositioned due to medical judgement.

Event description:
It was reported that the lead was revised. Further follow up did not yield any additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).